Event description:
It was reported that prior to a procedure, it was determined that the battery housing was cracked and a purple colored fluid leaked out. There was no pt involvement and no allegation of adverse consequences associated with this event.

Manufacturer narrative:
The device has not yet been returned to the MFR for investigation. When the device is received, a quality investigation will be performed and a f/u report will be filed.